Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 100% stenosed chronic total occluded target lesion was located in a moderately tortuous right anterior tibial artery. A .014" non bsc guide wire and a .014" non bsc micro catheter crossed the lesion. A coyote es mr 2.5mm x 20mm x 144cm balloon catheter was inflated for 5 seconds and ruptured at 14 atm. The procedure was completed with a sterling mr 3.0mm x 40mm. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 100% stenosed chronic total occluded target lesion was located in a moderately tortuous right anterior tibial artery. A .014" non bsc guide wire and a .014" non bsc micro catheter crossed the lesion. A coyote es mr 2.5mm x 20mm x 144cm balloon catheter was inflated for 5 seconds and ruptured at 14 atm. The procedure was completed with a sterling mr 3.0mm x 40mm. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received with no original packaging or other devices. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).